Event description:
It was reported a bladder neck suspension procedure utilizing a protegen slling was performed initially without incident. One month post procedure surgical removal of the sling material was required due to erosion into the urethra. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."